Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd:, UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned the replacement controller had not been working well. Pt said the controller was not connecting wirelessly with their implanted neurostimulator(ins) and the pt had to plug in the recharger antenna (rtm), initiate a charging session, and then adjust therapy settings with the rtm plugged in because the controller would not connect wirelessly with the ins. Now, the pt said their controller was "not charging" when plugged into the ac power supply. Pt said the green light was not illuminated on the ac adapter or on the controller. During the call, the pt plugged the ac power supply into the controller and pt said the green light was not illuminated on the controller when the ac power supply was plugged in. The light was also not illuminated on the ac adapter. Pt tried a different outlet, but the green light would not illuminate on the ac adapter. Pt inspected the ac power supply cord and prongs, but no damage was detected. Pt said they had "scraped the prongs with a knife" to clean them. Pt could not get controller screen to turn on during call and could not get the ac power supply adapter light to illuminate. A replacement ac power supply was sent out. Patient services specialist suggested the pt call back to troubleshoot the wireless connection problem after the controller was charged after the pt got the ac power supply. No symptoms were reported.  Additional information was received. It was reported that they received their replacement controller and replacement ac power supply cord. Pt stated ever since they received the controller they were still unable to connect to their ins and adjust their stimulation settings. And they would have to plug the recharger (rtm) to adjust their stimulation settings. Pt mentioned they were sleepy for some reason during the call. Pt disconnected the call and the manufacturer made an outbound call but pt did not answer. Left a voicemail to call back for further troubleshooting. The pt called back because the controller (ptm) that pt received from repair only connected when rtm was attached. Ptm did not connect without rtm. Reviewed it needs to be unpaired and paired to ins again at hcp's office. Pt does not have any upcoming appointments with hcp as pt recently saw hcp last week. A replacement controller was sent out.